Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer had unexplained high blood glucose, and her insulin pump has cracks near the screen. The mother stated that she has been in contact with a medical professional regarding her daughter's high glucose. It was stated that her daughter was experiencing nausea and ketones. The mother stated that she did not have the insulin pump available at time of call. The customer most recent glucose reading was 240mg/dl, and she was treated with the insulin pump and manual injections. No further info was provided.